Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed under x-ray. The patient had complete heart block (chb) and loss of capture due to dislodgement. The patient was admitted to hospital and temporary pacemaker was used. During repositioning, it was not possible to extend the screw. The lead was explanted and replaced. The patient condition was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.